Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 extensions; however, it is unknown which extension; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn kit, 60cm, b, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 11047124.

Event description:
It was reported that the patient's extension was eroding through the skin. As a result, intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue. It is unknown which extension was eroding.